Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be filed if additional information is received.

Event description:
A customer reported to baxter that liquid leaking from the transfer set could not be stopped, even after closing the clamp, which occurred after eight days of use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). During the sample evaluation this complaint was confirmed for a leak in a twist clamp due to broken occluder feet; however, the root cause is undetermined. A batch review was not performed since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.